Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 107 mg/dl. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. Prior to delivering the bolus the customer had been wearing the pump next to the skin and was unsure if there was a change to the temperature of the pump prior to the alarm. The customer resumed insulin delivery.